Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to dissection of the aortic vessel and reoperation. Device UDI lot/serial: (B)(4), UDI: (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a chronic type-b thoracic aortic dissection using two conformable gore® tag® thoracic endoprostheses (proximal: tgu404020j/14522882, distal: tgu313120j/15503538). Final angiography did not reveal endoleaks, and the patient tolerated the procedure. On (B)(6) 2018, the patient admitted to the hospital due to back pain. A computed tomography (CT) was run, revealing a new entry being created (stent-induced new entry, sine) around the distal edge of the distal endoprosthesis (tgu313120j). Additionally, this dissected portion of the thoracic aorta had become aneurysmal. It was reported by the physician that the distal edge of the distal endoprosthesis had been implanted in the tortuous thoracic aorta, which could have caused or contributed to sine. On (B)(6) 2018, a reintervention was performed to treat the new aneurysmal thoracic aortic dissection, whereby the patient was implanted with a new conformable gore® tag® thoracic endoprosthesis. The patient tolerated the reintervention procedure.